Event description:
Customer reports receiving a reading of 66 mg/dl on their freestyle blood glucose monitor. Customer then began to feel weak and shaky, and the customer's legs began to hurt. After a visit to the doctor it was recommended the customer be admitted to the hosp. Upon arriving at the hosp the customer received a reading of around 400 mg/dl on an unk brand of meter. The customer was given an intravenous treatment in order to normalize glucose levels, and has now been placed on a regimen of insulin. It was also noted that at the time of the incident the customer had their meter set to the incorrect unit of measure.